Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least six applications were performed with the afapro28 balloon catheter with lot number 56317 without any issue on the date of the event. In conclusion, hypotension and cardiac tamponade occurred during the procedure. There is no indication of a relation of the adverse event to the performance and malfunction of the product. The physical product was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 990063-020 mapping catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, following the transseptal puncture, the patient's blood pressure decreased immediately before ablating the left superior pulmonary vein (lspv). A transthoracic echocardiogram was performed, and cardiac tamponade was suspected. A pericardial puncture and drainage were performed. The case was completed with cryo. It was noted the tamponade was suspected to have occurred during the right ventricular placement of the balloon catheter system, because the blood was venous blood. No further patient complications have been reported as a result of this event.